Manufacturer narrative:
Follow up for device evaluation. It was reported there was glue on the needle. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and there is an epoxy drip over on the top part of the needle. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur if there was a jam at the cannulator. A device history record review was completed for provided material number 305197, lot 3320200. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material # 305197, batch # 3320200. It was reported by customer that they find glue on the 16 g bd precision guide needle. Verbatim: rcc received a complaint via email. Email(s) attached. We have an issue with the 16 g bd precision guide needle. I wanted to send you an additional product issue that may be related to the discussion below. Take a look at the bd precision glide needle 16g. There looks to be possibility of glue on the metal shaft. It¿s a different lot number (3320200).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text: see h10 manufacture narrative.

Event description:
Material # 305197 batch # 3320200. It was reported by customer that they find glue on the 16 g bd precision guide needle. Rcc received a complaint via email. Have an issue with the 16 g bd precision guide needle. I wanted to send you an additional product issue that may be related to the discussion below. Take a look at the bd precision glide needle 16g. There looks to be possibility of glue on the metal shaft. It¿s a different lot number (3320200). 1. Kindly provide the date of event? 5/6/2024. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patients were involved in the event.